Event description:
Event description guidant received information that the lead safety switch on this atrial lead was triggered by an impedance measurement greater than 2500 ohms. There were no adverse patient effects. The field representative completed an evaluation of the lead and reset the lead safety switch.